Event description:
On monday, (B)(6) 2013, my elderly father, dr (B)(6), was getting out of bed at his assisted living facility. He leaned on his bedside guardian commode to support his weight, but the guardian commode failed to support his weight, and one of the rear legs retracted ((B)(6)). As a result, my father fell, suffering a skull fracture, a c1 lateral mass fracture in his neck, and an l1 lumbar compression fracture in his lower back. Four days later, on friday, (B)(6), my father died of the injuries he suffered in the fall. (B)(4).